Event description:
The boston scientific / namic left heart manifold device, ref# 60201522, lot-1174669, has an intermittent failure where the outflow extension tubing disconnects from the manifold. In each instance, the defect was discovered during pre-procedure flushing of the manifold with normal saline.